Event description:
The electrode pads were opened at the time of the cardiac arrest, prior to the arrival of the ems. The electrodes failed to deliver a shock, and also failed when the ambulance crew arrived and used their defibrillator device with the same pads. The defibrillator read repeatedly "apply pads." When the ambulance crew used their pads, a successful shock was delivered, but the pt subsequently died.